Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr inspected the device and confirmed that the adhesive of the bending section rubber was was worn out. The instruction manual provides preventive measures against the reported failure mode. Omsc determined that the device was not the cause of the reported event, because the microbiological testing after reprocessing by the user facility was positive, but the microbiological testing after reprocessing by ofr was negative. The exact cause of the reported event could not be conclusively determined, however the reported event may have been caused by the following: the user facility did not reprocess according to the instruction manual, and bacteria remained on the device due to insufficient cleaning. Contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2020. Unspecified microbes (4 cfu/100ml). Second time; (B)(6) 2020. Unspecified microbes (3 cfu/100ml). Third time; (B)(6) 2020. Unspecified microbes (1 cfu/100ml). The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.